Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The reported observation of pain at the ipg site was not confirmed. The root cause of the reported observation was not ascertained. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, and output signal integrity. All portions of ate testing passed. The ate test specifically tests the ipg output and system impedances on all 16 electrodes including the ipg can connection.

Manufacturer narrative:
B3-date of event is estimated.

Event description:
It was reported the patient experienced pain at the ipg site. In turn, surgical intervention was undertaken wherein the ipg was explanted and replaced to address the issue.